Manufacturer narrative:
The device was not returned to olympus for evaluation. Through communication with the user facility, in providing assistance in resolving the reported problem, it was learned the user facility isolated the problem to too many items plugged in on the same circuit. The user facility reported the phenomenon was no longer occurring after the cause of the problem was identified. Based on the information provided by the user facility, the likely cause of the reported problem can be attributed to use error. The product instructions for use provides the following warning statements: confirm that the wall mains outlet or the mobile workstation has adequate electrical capacity. Failure to do so may cause fire or power fluctuation. Use of a power supply with insufficient electrical capacities may cause malfunction of this monitor.

Event description:
A user facility reported to olympus that they experienced image loss due to possible interference during procedures involving cutting and coagulation. In addition, the user facility reported that they experienced a number of image processing problems that included vertical or horizontal lines, image noise, or, in some cases, the image and screen went completely black. When not cutting or utilizing coag, the image was observed intact and clear. The reporter stated that the endoscopy cart is on it's own circuit, the esu is not on the cart and is on its own circuit, and a boom is also present. No patient injury or harm associated with the problem was reported to olympus. The intended procedure is unknown. It is unknown if the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the result of the legal manufacturer device history record review and final investigation results. Based on the available information, it was determined that the phenomenon was occurring at the time of the electrical female output and the likely cause has been assigned to high frequency output of the electrocautery. The DHR was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures.